Event description:
As reported, during initial inflation of a 1.5 mm x 40 mm saber .014 percutaneous transluminal angioplasty (pta) balloon catheter at the target lesion, the balloon appeared to have a section of the balloon that looked twisted during inflation preventing equal inflation, sometimes referred to as a candy wrapper effect, throughout the balloon. The balloon was then brought back to a different section of the vessel where the twisted portion of the balloon would also appear in the same section of the balloon, denoting that it was an issue with the balloon and not the vessel. Multiple inflation attempts were made prior to removing the device, all with the same issue in the same section of the balloon. The device was then removed and inflated on the back table without issue. The device was then reinserted into the patient, where they had the same issue as before. The balloon had the candy wrapper appearance in the same spot on the balloon, regardless of where the balloon was inflated in the vessel. The device was removed from the patient, and a second unknown balloon was used on the patient without issue. There were no reported injuries or adverse events to the patient. The device was stored and prepared in accordance with the instructions for use, and the issue with the device was observed during use inside the patient. The device will be returned for evaluation. Addendum: product evaluation revealed that the balloon was separated.

Manufacturer narrative:
Complaint conclusion: as reported, during initial inflation of a 1.5 mm x 40 mm saber .014 percutaneous transluminal angioplasty (pta) balloon catheter at the target lesion, the balloon appeared to have a section of the balloon that looked twisted during inflation preventing equal inflation, sometimes referred to as a candy wrapper effect, throughout the balloon. The balloon was then brought back to a different section of the vessel where the twisted portion of the balloon would also appear in the same section of the balloon, denoting that it was an issue with the balloon and not the vessel. Multiple inflation attempts were made prior to removing the device, all with the same issue in the same section of the balloon. The device was then removed and inflated on the back table without issue. The device was then reinserted into the patient, where they had the same issue as before. The balloon had the candy wrapper appearance in the same spot on the balloon, regardless of where the balloon was inflated in the vessel. The device was removed from the patient, and a second unknown balloon was used on the patient without issue. There were no reported injuries or adverse events to the patient. The device was stored and prepared in accordance with the instructions for use, and the issue with the device was observed during use inside the patient. The device was returned for evaluation. One non-sterile pta otw catheter (1.5 × 40 mm, 150 cm) was received inside a clear plastic bag. The device was removed from the packaging to proceed with product evaluation. Upon visual inspection, the catheter was observed to be coiled. The device was found to be ruptured at the distal end and it was noted that no balloon was returned for evaluation. The remaining components of the unit were inspected, and no abnormalities were observed. The inflation/deflation test could not be performed, as no balloon component was returned with the device. This prevents pressure application, making functional evaluation not possible. A high-magnification evaluation was performed at the distal portion of the device, corresponding to the location where the balloon component is expected. During this analysis, multiple material elongations were observed near this area. The reported ¿balloon twist¿ could not be verified through product evaluation because the balloon component was not returned with the device. The device was received with separation at the distal end, and the balloon material was absent, preventing assessment of the reported in-use ¿candy wrapper¿ appearance. During visual and microscopic evaluation, multiple material elongations were observed near the distal portion of the catheter, consistent with deformation in the area where the balloon component would have been attached. In addition, a ¿balloon separated¿ condition was identified during product evaluation due to the missing balloon material. However, this condition was not described in the event narrative, and the timing and mechanism of the separation could not be determined. Because the critical balloon component was unavailable for analysis, functional testing could not be performed and a definitive root cause for the reported event could not be established. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿prior to use, examine the catheter carefully for defects. Examine the dilatation catheter for bends, kinks, or any other damage. Do not use any defective device. Do not use excessive force when removing the catheter from the packaging or tray.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.